Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the buttons are not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 196 mg/dl. Nothing further was reported.